Manufacturer narrative:
Manufacturing side evaluation: we received a complaint about a gd450m - micro-line straight hdpc 1:1 f/2.35x70mm regarding an intraoperative overheating. We did receive the gd450m handpiece as well as the ga173 flexible cable for investigation in a decontaminated condition. The devices have been forwarded to the aesculap technical service (ats) for the investigation. Therefore, this is a preliminary report which will be updated after the results are available. According to the provided information, there were no negative consequences for the patient. The devices are in a used condition. Investigation: investigation is still on going. Batch history review: due to the fact that a lot number was not provided, a review of the device history records must remain incomplete. Conclusion and root cause: based on the information available as well as based on our experience the root cause of the failure is most probably related to an overload use and/or to an insufficient maintenance/reprocessing of the devices. However, this report will be updated after the investigation was executed. Rationale: due to the fact that the investigation is still ongoing, a clear conclusion can not be drawn to date. Based on our experience it is possible that a breakage of the ball bearings led to the heating of the handpiece. A breakage of the ball bearings could be caused by an insufficient reprocessing or an overdue maintenance (wear and tear) in combination with an overload situation. Notes regarding the maintenance and checks can be found within the instructions for use (IFU). Preliminary report is on going.

Event description:
It was reported that there was an issue with micro flexible cable. The following information was reported: customer phoned to report drill that is overheating in surgeons hand; there was no burn to the user but they are concerned that it may possibly in the future. There was no patient harm. There was no surgery delay. Additional information was not provided nor available. The malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00891 ((B)(4) gd450m).

Manufacturer narrative:
Manufacturing site evaluation: we received a complaint about a gd450m - micro-line straight hdpc 1:1 f/2.35x70mm regarding an intraoperative overheating. We did receive the gd450m handpiece as well as the ga173 flexible cable for investigation in a decontaminated condition. Investigation: the flexible cable was distributed in 2008. According to the database, the cable was repaired four times in the last two years directly in england. There is no detailed information available about these repairs. The cable is in a bad condition. No power transmission could be detected -> core is cracked. Furthermore the core is blank and shows no grease. The hose is torn and the coupling too weak -> 25 n/cm. The interior is soiled. The bearing seat on the connecting sleeve is deflected. Due to the defective condition of the device, an overheating could not be detected. Batch history review: the device history records (ga173) have been checked for the available lot number (51499333) and found to be according to the specification valid at the time of production. There are no further complaints registered against the same lot number. Conclusion and root cause: based on the information available and after the investigation the root cause of the failure is most probably related to an overload use and/or to an insufficient maintenance/reprocessing of the devices. However, the mentioned overheating could not be reproduced. Rationale: refer to investigation and conclusion and root cause. Notes regarding the maintenance and checks can be found within the IFU. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (preventive action and corrective action) a CAPA is not necessary.